Manufacturer narrative:
Continuation of d10: product ID: 977a2, lot# unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: lead; product ID: 3888, lot# unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: lead. G2. Foreign: france. Regulatory event #2182207-2023-02004 was a duplicate of this file. Any new information received in the future will be reported under this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The patient¿s allergy test appointment is set for (B)(6) 2023. The ins was removed in order to test for that allergy, the appointment had to be set on month after the removal. Additional information received reported that regulatory event #2182207-2023-02004 was a duplicate of this file. Any new information received in the future will be reported under MFR report # 3004209178-2023-13742. Previously reported information in MFR report #2182207-2023-02004. Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had an ins implanted in 2020. This patient went back to the operating theatre several times after feeling uncomfortable with the equipment: this was identified as superficiality of the system combined with the patient's thinness. We checked the integrity of the system several times in the operating theatre (clean connectivity, satisfactory impedances, etc.). It was suggested that we test for hypersensitivity to the stimulus components. Given the extent of the symptoms developed by the patient (skin burns ++), even with the stimulation switched off. All the equipment was removed entirely on 10/10. However, the specialist who will be carrying out the hypersensitivity tests has asked for a sample of the components of the equipment. It was wondered if they can use the equipment that has been removed (of course, it would have to be disinfected)? Or can medtronic provide the doctor with a sample to carry out the tests? Technical services advised that they cannot suggest the use of explanted components for allergy testing as they are not officially tested. It was confirmed that some hospitals glue the device components to the patient's skin to see if they cause a reaction. A list of the components that have been tested previously were provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient has an appointment to test allergy.

Event description:
Additional information was received. It is unclear whether the leads / ins will be returned to medtronic for analysis after allergy testing (unknown location). It was confirmed that since explant of the system, the issue has resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a2 , implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead product ID 3888 , implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type lead g2. Foreign: france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) stated they sent all the questions and were waiting on a response. They noted the healthcare provider (hcp) suspects a possible allergy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the allergy test tested for the following materials: polyurethane (80a), polyurethane (75d), silicone rubber (mdx-70), silicone rubber (etr-50), silicone rubber medical adhesive, titanium, parylene coated titanium, platinum iridium, polysulfone (amber), polysulfone (beige), silicone rubber (med 4719), silicone rubber (mdx-70), barium sulfate filled. The hcp gave the lead and ins to have the raw material, they did not find the problem with the test for the moment and have ¿no more elements.¿ the patient was going to be reimplanted with another ¿laboratory.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G2. Foreign: fr. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient will be explanted because of allergy. They will have an appointment with an allergist.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a burning sensation while recharging the neurostimulator and a redness was visible at the ins site; it looked like a burn. The nurse also spotted the protuberance of the electrode in the lower back while recharging and while not recharging they were not visible. There were no environmental, external, and patient factors that might have caused the event. For diagnostics and troubleshooting, the recharger was changed; the patient's burning sensation remained. The recharging speed was at its lowest and the ins battery/impedances were fine; no problem was seen. Exams were performed and there was no infection. The issue was not resolved at the time of the report. Surgical intervention did not occur and was not planned. Additional information was received. It was reported that the patient didn't notice the protuberant lead; the nurse noticed the protuberant lead on (B)(6) 2023. The cause of the issue was not determined and further actions to resolve the issue were not decided yet. The issue was not resolved. The patient was still experiencing "burnings", but the healthcare professionals were taking actions (x-rays, etc.) In order to determine the cause. If the issue was not resolved, then they would change the system. Additional information was received. It was reported that the stimulator data showing nothing that could cause the burning sensation during recharging. The report revealed that in the last 10 recharge session, the ins regularly completely depleted, resulting in loss of stimulation. Additionally, during some recharge sessions, especially the most recent ones, the patient did not fully charge the ins, and only recharged to around 20% or 40%. Additional information was received. It was reported that the patient performed shorter recharge sessions due to the burning sensation. The patient was not receiving effective therapy. At the implantation they were, but now it did not cover all of their pain areas. The patient experienced these burning sensations during recharging since several months ago, close to (B)(6) 2023. The burning only occurred during recharging. There was no damage visible on the recharge antenna. Their recharger was changed 2 weeks ago in order to determine if it was the problem, and no problem was visible. They tried to decrease the recharge speed/warmth. The patient was at the lowest recharge speed for 3 weeks and it didn't change anything. The nurses of the pain unit used their own recharger, and it did exactly the same thing. When they came back to the unit, there was an "important redness" (4-5cmx3-4cm) and a palpable heat on the stimulator and the lumbar scar when recharging. At that time, the protuberance of the subcutaneous leads was also noted. Additional information was received. It was reported that the cause of the heating/burning while recharging, palpable heat at the lumbar scar, and cause of the lead protuberance while recharging was not determined. The healthcare provider had received the instructions of the technical service team but the healthcare provider was on vacation. The healthcare provider planned to let the manufacturer representative know at their return. The x-rays showed nothing particular; they looked normal. The healthcare provider was going to let the representative know about further actions and follow the instructions of the technical service team. On (B)(6) 2023 the patient felt an electrical pulse on their ins scar. There was redness/heat on the location. There was no infection and their charging speed was put at the lowest. Future palpation tests were planned in order to test different elements discussed with the technical service team.

Manufacturer narrative:
B3: date inaccurate, only the year is valid. G2: the country of origin is france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# unknown implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead. Product ID 3888 lot# unknown implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead. G2. Foreign: france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Allergy testing was negative. The devices were confirmed to have been discarded by the customer.

Manufacturer narrative:
Concomitant medical products: product ID: 977a2, lot# :unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: lead, product ID: 3888, lot#: unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2023, product type: lead. H6: correction: updated eval code method (fdm/annex b) to b18, to reflect that device has been discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.